Event description:
Event description cpi received information that this bipolar lead was capped because it was 'non functioning'. An invasive procedure was performed and the lead was replaced with a new bipolar lead.